Manufacturer narrative:
The field service engineer (fse) reported a leak from the wbc bath inside the instrument. The fse replaced the wbc bath to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The field service engineer (fse) reported an uncontained diluent leak from wbc (white blood cell) bath inside the coulter act diff 2 analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and glasses at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.